Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a parent/child lens work order search revealed there were no similar complaints found within the work order. Conclusion: (unable to confirm): based on the complaint history, lens work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The customer reported the cc4204a +19.0 diopter collamer single piece lens tore as it was inserted into the eye. The lens was removed and replaced with another same model/diopter lens without any patient injury. The was all the information the customer had on this case.

Manufacturer narrative:
A visual inspection of the returned lens showed that the haptic and half of the optic were torn off and missing. Per medical review - reportedly, intraoperative single-piece collamer iol exchange was performed to address lens damage ("tore as it was inserted in the eye"). Incision was not enlarged and no other tissue damage was reported. Another lens of same model was implanted successfully. No reported postoperative sequelae. According to the complaint description the most likely cause of the event was unknown. Based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
The following statement should have been added in supplemental #2: device history record (DHR) review: review of the manufacturing, inspection, and packaging process concluded there was nothing found to suggest a contributory factor to this complaint. (B)(4).

Manufacturer narrative:
Corrected data: this is a re-submission of MFR# 2023836-2014-00971 due to previous incorrect MFR#. Claim# (B)(4).